Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of cs054/cs052 call service alarms. During testing, the pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of cs 052/053/054/055 sleep call service alarm issue was shown in the pump history but not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service alarm issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.